Event description:
Boston scientific received information that this lv lead was found to be dislodged during a post operative follow up. As a result, another procedure was performed and the lead was explanted and replaced with another lead. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.